Event description:
It was reported that the left ventricular lead exhibited an apparent fracture. A new lead was implanted, but exhibited elevated thresholds. The initial lead remains in use, and the new lead was capped and not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead exhibited an apparent fracture. A new lead was implanted, but exhibited elevated thresholds. The initial lead remains in use, and the new lead was capped and not replaced. No patient complications have been reported as a result of this event. It was further reported that the epicardial left ventricular lead also had high thresholds, but the thresholds were better than those seen on the new lead. The physician decided to continue using the initial lead with continued monitoring.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.